Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 0, 33, 39, and 36 mg/dl at the time of the incident. The customer was at 123 mg/dl at the time of admission, and 253 mg/dl at the time of the call. The customer was given a glucagon shot and glucose gel to treat the low. The customer ended up going as high as 400 mg/dl after treating the low. The customer experienced symptoms such as being unresponsive, disoriented, and a seizure. The customer was wearing the insulin pump during the incident. Customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.